Event description:
Additional information provided the patient had developed an epidural hematoma and lead was removed. Reportedly, after the lead was removed the patient also experienced some weakness, numbness and bladder incontinence (also see related MFR. Report#: 1627487-2019-01082). The patient is getting rehab and is getting better.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced severe pain at lead incision site and vomiting. The patient went to the hospital due leg weakness (also see related MFR. Report#: 1627487-2019-01082). CT scan was performed and the lead was removed.